Event description:
It was reported that balloon rupture occurred. The 90% target lesion was located in the moderately tortuous and moderately calcified right coronary artery. A 15mmx3.50mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured upon first inflation at 5 atmospheres for 20 seconds. The device was removed without any problem and the procedure was completed with a different device. No complications were reported, and the patient was in good condition after the procedure.